Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient was seeing a recharger not found message. The patient stated they went to charge their ins on either thursday (B)(6) 2023 or friday (B)(6) 2023 and they were unable to connect the recharger to the handset. The patient stated they would hear the recharger beeping as it was searching for the ins and they would place the recharger over the ins site and they would hear it connect to the ins but then the recharger application showed "not found" so they were unable to charge the ins. The patient stated they called their manufacturing representative (rep) and left a message on the day it happened and they called them back  and they scheduled a troubleshooting session to work with the patient but, the rep said to first to see if they could resolve with troubleshooting over the phone. The following troubleshooting steps were performed: reset the recharger, dismissed code. Upon the recharger reset, the patient was able to begin charging and they saw the ins was at 30% charge and the therapy was off. The patient asked why the therapy would be off. It was explained to the patient that the therapy would turn off when the ins got to a low enough charge. The patient state "but it's not at 0%, it is at 30% and it was reviewed with the patient that the ins would have had to have been depleted for it to have turned off, indicating they could have charged the ins some while they were attempting to charge on thursday or friday to get the ins to the 30% they were now seeing it at. Reviewed with the patient to turn the therapy back on once they were completed with charging. The patient was going to finish charging their ins to completion by call's end and then call their rep to cancel the appointment as the troubleshooting steps that were taken on the call resolved the reported issue.

Manufacturer narrative:
Event date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.